Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormal severe menstrual pain"), back pain ("severe back pain"), migraine ("migraines"), dysgeusia ("metal taste in her mouth"), vision blurred ("blurred vision"), pain ("pain with walking") and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and partial hysterectomy on (B)(6) 2016). On (B)(6) 2016, the patient experienced procedural pain ("eight week long painful post-operative recovery"). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, migraine, dysgeusia, vision blurred, pain, abdominal pain and procedural pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dysmenorrhoea, back pain, migraine, dysgeusia, vision blurred, pain, abdominal pain and procedural pain to be related to essure. The reporter commented: after the implant, she began suffering from the symptoms. Since having the surgery her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2015: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after the implant, began experiencing severe pelvic pain and abnormal heavy bleeding (interpreted as genital bleeding). She underwent bilateral salpingectomy and partial hysterectomy 8 months after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported events, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. ~ further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) from november 2014 to december 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormal severe menstrual pain / menstrual pain"), back pain ("severe back pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2015, the patient experienced migraine ("migraines"), dysgeusia ("metal taste in her mouth / metallic taste in mouth"), headache ("headaches,"), the first episode of vision blurred ("blurry vision") and weight increased ("weight gain"). On (B)(6) 2016, the patient experienced procedural pain ("eight week long painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), the second episode of vision blurred ("blurred vision"), pain ("pain with walking") and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and partial hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and back pain had resolved, the migraine, dysgeusia, the last episode of vision blurred, pain, abdominal pain, procedural pain, headache and weight increased outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered abdominal pain, back pain, dysgeusia, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain, procedural pain, vaginal haemorrhage, weight increased, the first episode of vision blurred and the second episode of vision blurred to be related to essure. The reporter commented: after the implant, she began suffering from the symptoms. Since having the surgery her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: full occlusion of fallopian tubes . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter and patient demographics were added. Concomitant disease,concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, headaches, blurry vision, weight gain added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal heavy bleeding") in a 23-year-old female patient who had essure (batch no. C06464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies any dysmenorrhea. No history of cervical dysplasia and denies any past gynecologic symptoms. She has no prolapse symptoms. Concurrent conditions included morbid obesity, parity 3, parity 3, penicillin allergy and hypermenorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormal severe menstrual pain / menstrual pain"), back pain ("severe back pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2015, the patient experienced migraine ("migraines"), dysgeusia ("metal taste in her mouth / metallic taste in mouth"), headache ("headaches,"), the first episode of vision blurred ("blurry vision") and weight increased ("weight gain"). On (B)(6) 2016, the patient experienced procedural pain ("eight week long painful post-operative recovery"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of vision blurred ("blurred vision"), pain ("pain with walking") and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy) and surgery (endometrial biopsy procedure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and back pain had resolved, the uterine haemorrhage, migraine, dysgeusia, the last episode of vision blurred, pain, abdominal pain, procedural pain, headache and weight increased outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, back pain, dysgeusia, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain, procedural pain, vaginal haemorrhage, weight increased, the first episode of vision blurred and the second episode of vision blurred to be related to essure. The reporter commented: after the implant, she began suffering from the symptoms. Since having the surgery her symptoms are mostly resolved. The essure device was placed in the left ostia with 1 coil visualized, in right ostia approved method with 4 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Described uterine hemorrhage (confirming genital hemorrhage). Most recent follow-up information incorporated above includes: on 1-mar-2018: mr received, reporters added, lot number added. Lab data added. Event added per mr: abnormal uterine bleeding. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal heavy bleeding") in a 23-year-old female patient who had essure (batch no. C06464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: she denies any dysmenorrhea. No history of cervical dysplasia and denies any past gynecologic symptoms. She has no prolapse symptoms. Concurrent conditions included morbid obesity, parity 3, parity 3, penicillin allergy and hypermenorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera) from november 2014 to december 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormal severe menstrual pain / menstrual pain"), back pain ("severe back pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In 2015, the patient experienced migraine ("migraines"), dysgeusia ("metal taste in her mouth / metallic taste in mouth"), headache ("headaches,"), the first episode of vision blurred ("blurry vision") and weight increased ("weight gain"). On (B)(6) 2016, the patient experienced procedural pain ("eight week long painful post-operative recovery"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of vision blurred ("blurred vision"), pain ("pain with walking") and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy) and surgery (endometrial biopsy procedure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and back pain had resolved, the uterine haemorrhage, migraine, dysgeusia, the last episode of vision blurred, pain, abdominal pain, procedural pain, headache and weight increased outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, back pain, dysgeusia, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pain, pelvic pain, procedural pain, vaginal haemorrhage, weight increased, the first episode of vision blurred and the second episode of vision blurred to be related to essure. The reporter commented: after the implant, she began suffering from the symptoms. Since having the surgery her symptoms are mostly resolved. The essure device was placed in the left ostia with 1 coil visualized, in right ostia approved method with 4 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 54.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Described uterine hemorrhage (confirming genital hemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after the implant, began experiencing severe pelvic pain and abnormal heavy bleeding (interpreted as genital bleeding). She underwent bilateral salpingectomy and partial hysterectomy 8 months after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported events, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.